Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to remove or shaft separations from this lot. Based on the reviewed information, no product deficiency was identified. The 3.0x20mm trek referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a 98% stenosed lesion in the proximal right coronary artery (rca). Reportedly, a dissection occurred during inflation of the 3.0x20mm trek balloon dilatation catheter (bdc) at 12 atmospheres (atm). The 4.0x33mm xience xpedition stent delivery system (sds) was advanced and the stent was successfully deployed to treat the dissection; however, during withdrawal of the sds, resistance was met with the guiding catheter, slight force was applied, and the distal shaft separated. As the distal shaft was stuck in the guiding catheter, all devices were removed as a single unit without any reported issues. The access site was changed from radial to femoral and the case was successfully completed. Although there were no reported adverse patient effects, there was a reported clinically significant delay in the procedure due to the need to change access site and guiding catheter. There was no additional information provided.